Event description:
It was reported that the insulin pump display was going blank, off and on. The patient's blood glucose was 347 mg/dl, which was treated with the insulin pump. There were no signs of physical damage and the insulin pump was stated not to have been dropped, bumped or exposed to moisture. It was stated that the patient's blood glucose was 570 mg/dl at the first occurrence of the issue, because she did not know how long the insulin pump had been off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.